Manufacturer narrative:
PMA/510(k) # k210476 device evaluation 1 unit of lot c2016300 of echo-25 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 30 may 2024. Proximal kink on sheath below sheath extender observed. Stylet examined and no issue observed. Sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Stylet removed from the device without issue, attempted to reinsert the stylet but does not pass the kink below sheath extender. Needle removed from the device and proximal kink below sheath extender observed. Manufacturing records prior to distribution, all echo-25 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2016300 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender which would have led to the needle advancement issue encountered by the user. It is possible that this kink may have been more pronounced when the user tried to advance the needle but may have been straightened out more by the time the device returned to cirl and hence the reason for no issue being observed with advancement of the needle during the lab evaluation. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 13 nov 2024.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event:user checked the needle advancement before use and confirmed the function is fine.user advaced the device into patient and found out the needle cannot be advanced in endoscopepatient outcome:"a section of the device did not remain inside the patient¿s body.the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."patient/event info - notes:updated on 4jun2024 tpare images of the device or procedure available? No.if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Nonewere any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No.if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No.if the device is a procore needle, is the device damage located at the notch / core trap? N/aif no, please specify where the damage is located: procoreprocoreplease describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).if the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Pancreas.2r2l4raoar11ri11s.please describe the size of the intended target site. 1.7cm1.7cmif not with the device in question, how was the procedure performed and/or finished? With another needle to complete the procedure.was the device used in a tortuous position? No.are images of the device or procedure available? No.was it damaged in packaging before removal? No.was it damaged on removal from packaging? No.was force required to remove the device? No.for complaints occurring during use (once in contact with endoscope) also ask:what is the endoscope manufacturer and model number that was used? Fuji 530utii530utii.was force required on insertion of device into scope? No.when was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement.was difficulty experienced while retracting the needle? Needle retraction.